Manufacturer narrative:
Sc-2408-56 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. Visual inspection revealed that the lead body is slightly kinked 4 cm from the proximal end. X-ray inspection found that the ptfe liner is deformed/shifted from the center of the kinked section of the lead body. As a result of the lead body deformation, a stylet could not proceed further. The source of the device damage could not be determined. Review of the device history records revealed no anomalies. Sc-4319 (ln: 19545214) device evaluation indicated that the clik x MRI anchor revealed no anomalies.

Event description:
A report was received that the patient was experiencing a shocking sensation at the ipg site. During reprogramming, when the amplitude was turned up the patient could feel it at the ipg site. X-ray confirmed that the lead had migrated to the ipg pocket site and that the ipg had migrated over the spinal column. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to the initial MDR in field b5 and h10. H10 should have been: additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing a shocking sensation at the ipg site. During reprogramming, when the amplitude was turned up the patient could feel it at the ipg site. X-ray confirmed that the lead had migrated to the ipg pocket site and that the ipg had migrated over the spinal column. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced and the other lead was discarded. No device malfunction suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing a shocking sensation at the ipg site. During reprogramming, when the amplitude was turned up the patient could feel it at the ipg site. X-ray confirmed that the lead had migrated to the ipg pocket site and that the ipg had migrated over the spinal column. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing shocking sensation at the ipg site. It was also mentioned that the patients ipg had migrated over the spinal column. The patient will undergo an ipg revision procedure.